Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that this report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records (DHR) for lot #6748931 revealed the probe with 3.5mm cannulation, was manufactured by teleflex medical. Synthes received this in three shipments of po# 1304597. The first shipment is dated (B)(4) 2011 for 31 parts, was inspected to the synthes incoming final inspection sheet number 03if60003 revision ¿j¿ on (B)(4) 2011. One product did not conform and ncr us1059715 was written for a no/go gauge going. The product was returned to the supplier, reworked and received on the second po, dated (B)(4) 2012. The certificate of compliance (c of c) is dated (B)(4) 2011 and (B)(4) 2012 respectively. Thirty parts were released to the warehouse on (B)(4) 2011 and the one returned part was released to the warehouse on (B)(4) 2012. The shipment of po# 1304597, dated (B)(4) 2011 for 3 parts, was inspected to the synthes incoming final inspection sheet number 03if60003 revision ¿j¿ on (B)(4) 2011. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 2011. Three parts were released to the warehouse on (B)(4) 2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Further, the examination of the corresponding raw material test certificates showed no deviations regarding material analysis, tensile strength and structural stability. Based on these finding, we eliminate a material or manufacturing default and base the deformation on the physical consistency of the bone.

Event description:
It was reported; during a procedure the screw bent. It was also reported the procedure was performed on a patient with very hard sclerotic bones. No further information is available at this time. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)